Event description:
Lip gets pinched [lip injury] attachment came loose after switching out brush head [device physical property issue]. Case description: consumer called stating the attachment came loose after switching out the brush head. No serious injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Lip gets pinched. Attachment came loose after switching out brush head. Consumer called stating the attachment came loose after switching out the brush head. No serious injury was reported.